Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed the device has been service within the last twelve months, however this is not a repeat service issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream sensor was found out of calibration. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream pressure test with results too high (19.36-22.51). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.